Event description:
It was reported the device was explanted and replaced due to the maximum charge time limit having been reached. The patient condition was well and the patient will be monitored.

Manufacturer narrative:
The reported event of extended charge time was confirmed. The device¿s high voltage capacitors were analyzed and both of them were found to have high leakage current. The long charge time was caused by the anomalous high voltage capacitors.